Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "under delivery - spoke with (B)(6) today. She stated that three more infusion devices were returned on patients that had chemo drugs remaining in the infusion bags and medication needed to be discarded and patients did not receive full dose of medications. She did not have serial number of the devices but said this reflects three of about 10 recent patients. Pump configurations: psi 11.5, pump unattended 2 minutes, alarm volume maximum, authorization level high, backlight on, occlusion auto-restart on. Patient involvement: yes. Death/serious injury: no. Human harm: no". 3 attempts have been made to follow up for additional information but no response from customer was received.